Event description:
Customer reported that she was hospitalized due to low blood glucose. The blood glucose reading was 35 mg/dl. Customer stated that her insulin pump time and date were incorrect. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.